Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a peritoneal dialysis infection. The site of the infection was unknown. The cause of the event was reported as due to an aspergillus infection. It was not reported if the patient was hospitalized for the event. The patient was treated with fluconazole for the event (no further details). At the time of this report, the patient was recovered. On an unreported date dianeal therapy was discontinued. No additional information is available as the reporter declined follow up.